Manufacturer narrative:
Per the surgeon, it was reported that the patient was administered with steroid (specific date and duration not reported) and the internal fixture was explanted (specific date not reported). This report is submitted on oct 19, 2021.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced infection, skin overgrowth, and irritation at the abutment site, and was treated with antibiotics (type not reported). The implanted device remains.